Event description:
It was reported to philips the defibrillator battery intermittently showed 5 leds then no leds and the defibrillator turned off during opcheck defib test at 200j while showing a shock equipment malfunction during evaluation. There was no patient involvement.